Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that wires were sticking out of his back. The change in therapy/symptoms was considered sudden in nature. The 1st implant had to be removed due to unknown reasons. The patient had to have 2-3 surgeries to fix the leads because they kept sticking out of his back. The indication for therapy was non-malignant pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.